Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: lindström, david & mani, kevin & lundberg, göran & wanhainen, anders. (2019). Bridging stent grafts in fenestrated and branched endovascular aortic repair: current practice and possible complications. The journal of cardiovascular surgery. 60. 10.23736/s0021-9509.19.10942-1.

Event description:
It was reported in an article in the journal of cardiovascular surgery titled " bridging stent grafts in fenestrated and branched endovascular aortic repair: current practice and possible complications " that five months after the reconstruction with 4-branched custom made stent graft for revascularization of the visceral arteries and occlusion of the juxtarenal aorta, positron emission tomography¿computed tomography (pet-CT) showed two perforation/pseudoaneurysm; one in the celiac truck and another in the left renal artery. For both pseudoaneurysms, reinterevntion was performed with amplatzer plug and extension. A follow up pet-CT showed decrease in pseudoaneurysm sizes and renal function was stable.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: lindström, david & mani, kevin & lundberg, göran & wanhainen, anders. (2019). Bridging stent grafts in fenestrated and branched endovascular aortic repair: current practice and possible complications. The journal of cardiovascular surgery. 60. 10.23736/s0021-9509.19.10942-1.

Event description:
It was reported in an article in the journal of cardiovascular surgery titled " bridging stent grafts in fenestrated and branched endovascular aortic repair: current practice and possible complications " that five months after the reconstruction with 4-branched custom made stent graft for revascularization of the visceral arteries and occlusion of the juxtarenal aorta, positron emission tomography¿computed tomography (pet-CT) showed two perforation/pseudoaneurysm; one in the celiac truck and another in the left renal artery. For both pseudoaneurysms, reintervention was performed with amplatzer plug and extension. A follow up pet-CT showed decrease in pseudoaneurysm sizes and renal function was stable.